Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer had replaced the transmitter to resolve the issue, prior to contacting tandem customer technical support. No additional event or patient information available.